Event description:
Procedure type: roux en y. According to the reporter: there was poor staple line formation. The staple line was oversewn with endostitch. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes. No device fragment fell in the patient cavity. No device fragment was left in the patient. No reinforcement material was used.

Manufacturer narrative:
(B)(4).